Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon went to fire the device for the first time with a green reload and the device locked out. The surgeon stated that is was a misfire. The device did not cut or staple. There were no patient consequences. Case completed with another stapler.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one device was returned in good visual condition and with an ecr45b cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.